Manufacturer narrative:
The subject device was returned to olympus for repair. The evaluation confirmed the customer¿s reported issue as the image cuts out. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that at the start of the procedure the image cut off using the customer visera elite video system center. Customer changed column with an identical column, no defects noted. No death, injury or harm was reported. The device will be returned for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the device was not returned to olympus. And a root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.